Event description:
A healthcare facility in (B)(6) reported via a distributor that two (2) rt105 adult inspiratory-heated breathing circuits failed the leak test on an evita4 ventilator. The leaks were detected prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that prod is k983112. The complaint adult inspiratory-heated breathing circuit is currently en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.